Manufacturer narrative:
The lot number of the affected device was unable to be provided by the initial reporter. After a review of the account order history for this product, we determined the lot number to be either w2173474 or w1958662. The manufacture dates are 01/26/2006 and 08/30/2004 respectively. The expiration dates are 01/26/2009 and 08/30/2007 respectively. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. The lot number of the affected device was unable to be provided by the initial reporter. After a review of the account order history for this product, we determined the lot number to be either w2173474 or w1958662. After a review of the device history records for these lots, we can advise that no discrepancies or anomalies were noted. We were unable to conduct a sample test from these lots, because all devices had been previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of difficulty with clip release is rare. Conclusion: the information provided indicated the user did not reconnect the handle with the luer lock. The instructions for use for this product direct the user to reconnect the handle with the luer lock, when the clip is exposed during use. A separated or broken handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. This is a likely contributing factor for the reported handle breakage. The instructions for use for this device advise the user that if the clip deployment device is used with the endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history for the possible lot numbers confirmed that these lots met manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of handle breakage/separation for the triclip endoscopic clipping device. This product was manufactured prior to implementation of this corrective action. No further corrective action warranted at this time. The likelihood of difficulty with clip release is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic clipping procedure, the physician used a triclip endoscopic clipping device. Once the clip was attached to the tissue site, the clip would not release from the clip deployment device. Additionally, the handle broke. Hemostats were used to manually release the clip from the deployment device. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.